Event description:
Hill-rom received a hill-rom technician stating the siderail is not latching. The bed was located at the account in x-ray. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the siderail not latching due to the nut to hold the latch is missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the nut to resolve the issue. Based on this information, no further action is required.